Manufacturer narrative:
The company representative examined the system and confirmed the reported event, as he found low power output. The company representative recalibrated the power on the laser and realigned the slit lamp. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was attributed to be a misaligned slit lamp. (B)(4).

Event description:
A customer reported that the system had low power during a procedure. The procedure was completed with no harm to the patient.